Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she has gone to the emergency room two times in two weeks around (B)(6) 2015 and (B)(6) 2015 for her high and low blood glucose levels. Customer had experienced extreme hypoglycemic and hyperglycemic 3 to 4 times. Customer's blood glucose level was unknown. Customer declined to troubleshoot and mentioned she is a brittle diabetic. Customer will not be returning the device for analysis.